Event description:
It was reported that a new ilet user experienced hypoglycemia while using the ilet system, with a fingerstick blood glucose of 62 mg/dl after prior treatment with fast-acting carbohydrates that temporarily raised glucose before it decreased again; education was provided on appropriate treatment to avoid rebound hyperglycemia and subsequent insulin-driven lows, and the blood glucose was 79 mg/dl at the end of the call. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution of the low glucose without emergency care or hospitalization. Investigation included customer interview, device-use review, and troubleshooting and education focused on hypoglycemia management and potential overtreatment. Investigation of this case revealed no device malfunction, and the event was consistent with user management of hypoglycemia and potential overtreatment leading to glycemic variability, to which the automated insulin delivery could respond. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.